Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, a (B)(4) ventilator was emitting a metal and squeaking noise. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The ht50 manifold assembly was replaced. Repair was completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.